Event description:
Additional information received reported that stimulation was helping the patient before the lead migration. The patient¿s health care provider (hcp) advised a revision, but the patient refused. It was noted the patient would rather have a pump implanted. The hcp refused to place a pump as the implantable neurostimulator was adequately addressing the patient¿s pain needs. It was noted there was nothing the hcp could do until the patient had a revision. It was not known how the lead migrated. There were no reports of injury or excessive twisting, bending, or bouncing actions.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient, product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported the implantable neurostimulator (ins) had been dead for about two years. The ins was not doing what it should so the patient let it go dead. The ins stopped working for the patient around (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reported to the healthcare professional (hcp) that his lead had moved 3-4 inches. It was noted that the implantable neurostimulator (ins) was not helping him prior to the lead migration. It was further noted as a result the hcp never revised the lead. It was noted that the patient did not use any stimulation currently and would like to have the ins removed. Additional information was requested but was not available at the time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that it was reported the patient experienced a loss of therapeutic effect. The patient had their stimulator put in 3 years ago. It worked for about 4-5 months and then the therapy stopped helping with the pain control. Nobody reportedly managed the patient's stimulator at the time of this report. The patient was in the process of getting a pain pump instead. No outcome or interventions were reported regarding this event. Additional information was received indicating that the patient wanted to meet with their manufacturer representative to have their ins jump started. The ins paddle of the lead had moved about three inches and was feeling vibration all over his body. This happened about six months post implant. The ins moved about three inches. Further follow-up is being conducted to obtain this information. If additional follow-up is received, the vent will be updated.